Manufacturer narrative:
Section h8: additional information. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 1 year and 11 months. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted after they experienced abdominal pain, lethargy and driveline exit site drainage. CT scan of the abdomen that showed mid abdomen fluid around the driveline site. The patient was started on vancomycin and cefepime. Patient underwent surgical debridement on (B)(6) 2019. Culture results returned (B)(6) for (B)(6). Patient received an extended course of (B)(6) infusion for 4 weeks followed by lifelong (B)(6) suppression. Patient was subsequently discharged on (B)(6) 2019 off anticoagulants. No additional information was provided.